Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that he was having trouble with insulin pump delivering insulin. The insulin pump over delivers the amount that is programmed. Nothing further reported.